Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know the cause of the premature battery depletion. They stated they retired in 2010 and had eye, hip, hand, and knee surgeries in 2011. They never had to change the device programming numbers. They stated they are having surgery on jun 14 and they gave the surgeon their device. They provided their weight at the time of the event. When asked about when they first noticed the battery depletion they stated they had the new battery put in on (B)(6) 2016. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had a new battery put in on (B)(6) 2016. The patient expected the battery to last 5 years but it only lasted 4. No further patient complications were reported as a result of this event.